Event description:
It was reported that both tips of the drivers broke off into the screw as the surgeon was inserting the acutrak 3 mini screw. No reported adverse effect to the patient.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. (Related reports 3025141-2025-00149, 3025141-2025-00151).